Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification to the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Between the (B)(6) 2017 and the last log entry on the (B)(6) 2017 the device records multiple manual power ons of under 1 minute duration. These manual power ons may suggest that the user was power cycling the device or beginnings of membrane failure. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. There were no 10 minute events but between the (B)(6) 2017 and the (B)(6) 2017 there were multiple manual power ons of under 1 minute duration. These manual power ups may suggest that the user was power cycling the device or the beginnings of membrane failure. The device was temperature cycled between 0-50°c for 48 hours while performing a self test every 20 minutes, this equates to approximately 33 months of normal use without fault. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Event description:
Devices switch on automatically. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Devices switch on automatically. No patient involved.